Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Root cause: the root cause for the reported issue of an channel failure was not determined because no products or device logs were returned.

Event description:
It was reported that the alaris pump channel failed when the hospital staff was attempting to started a new IV fluid infusion. It was later noted that the fluids were started at 1251 on (B)(6) 2024. There was patient involvement but no harm. Per third party investigation findings, they were unable to duplicate the issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris pump channel failed when the hospital staff was attempting to started a new IV fluid infusion. It was later noted that the fluids were started at 1251 on (B)(6) 2024. There was patient involvement but no harm. Per third party investigation findings, they were unable to duplicate the issue.